Event description:
The field engineer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos singleboard computer and the hard drive, and reloaded software and calibration files. The system operates as intended.